Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for an implant on (B)(6), 2022. During the procedure, the right disc failed to formed upon deployment despite 3 attempts to reposition device, device was also removed, flushed and redeployed but the right disc continued to be deformed. Decision was made after 3rd attempt to remove the device from the patient prior to released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A 35/31mm non-abbott occluder was selected and successfully implanted. Patient remain hemodynamically stable throughout the procedure.

Event description:
N/a

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of device deformity could not be confirmed. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer pfo occluder instructions for use, "warnings: do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device."h6. Medical device problem code added : 2017 improper or incorrect procedure or method.